Event description:
During a cardiac catheterization a 2.5 x 15 mm maverick balloon was advanced across a lesion. The lesion was sequentially dilated to a maximum of 16 atmospheres at which time the balloon ruptured. The balloon was then removed and exchanged for a 2.5 x 15 mm acs vp balloon catheter. The balloon catheter was then inflated to a maximum of 18 atmospheres, and again balloon rupture occurred. The balloon rupture was thought to be related to the high calcium content of the lesion. A second vp catheter was then used, dilating the lesion to a maximum of 20 atmospheres at which time the balloon ruptured.